Event description:
Customer reported central beam deviations during constancy tests. No patient injury was reported.

Manufacturer narrative:
Aro report. A ge representative adjusted the beam centering. System operates as intended.